Event description:
Report received from (B)(6) states: "at 5000 and 3500 cut per minute the cutter did not work and needed to be replaced to complete the procedure. There were no consequences and the pt is fine."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. We have requested the product however it has not been received.